Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the patient died. The patient presented with myocardial infarction (mi). Vascular access was obtained via the femoral artery. The 14x2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and mildy calcified right coronary artery. The lesion contained >=90 degrees bend. The lesion was treated with placement of a 16x2.50mm promus premier¿ drug-eluting stent and was post dilated with a 8mm x 3.50mm nc quantum apex¿ balloon catheter and the procedure was completed. Post procedure, the patient was sent to intensive care unit (ICU) for observation for 48 hours as per the hospital protocol as the patient's ejection fraction (ef) was low. Two days after the procedure, the patient 's blood pressure suddenly dropped due to repeated mi and the patient died.